Manufacturer narrative:
The device has not yet been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoscopic co2 regulation unit produced excessive pressure when inflated. The issue was found during multiple esophagogastroduodenoscopy and colonoscopy procedures. While insufflating, there was so much pressure, causing the water to stream out of the water port and irrigation port. This happened even when the doctor was not pressing the foot pedal. There were no error messages. The event occurred with different staff and patients before submitting a work order. All procedures were completed. There were no reports of patient harm. Related patient identifiers/complaints (B)(4), (B)(4) and (B)(4) have been created due to customer stating this device was used by staff on multiple days and on multiple patients before reporting it as malfunctioning with excessive pressure when inflated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.